Event description:
It was reported that the user experienced hyperglycemia after two bent teflon cannulas during infusion set insertion, with blood glucose reaching approximately 400 mg/dl, and acknowledged deploying the infusion set incorrectly by not retracting it into place before insertion; the issue involved the cannula component and was characterized as an incorrect procedure for infusion set application. The user received guidance on proper placement and replacement infusion sets were arranged. Symptoms included hyperglycemia accompanied by dry mouth, polydipsia, and increased urinary frequency. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect insertion technique of the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.